Event description:
It was reported that: during a case, the user was spontaneously ventilating the pt. Upon anesthetic uptake, the user attempted to place the device into manual mode and the apl valve would not close. The user was unable to manually ventilate the pt on the machine and changed to an alternate device. No pt injury.